Event description:
Radiometer complaint reference (B)(4). According to the complaint, the abl90 flex plus analyzer (serial number (B)(6)) located in the nicu ward has reported repeated 1190 inlet open errors. When this error occurs, the sample is aborted, and the analyzer enters an "intervention required" state with the instruction to replace the inlet gasket holder. The customer followed the recommended troubleshooting steps without replacing any components, after which the analyzer resumed normal operation. No deaths or serious injuries have been reported in connection with this complaint.